Manufacturer narrative:
(B)(4) 2017. The device was not returned and could not be evaluated. It was not retained by the user. We are unable to confirm the reported event as there was no reported malfunction. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) catheter therapy the patient expired. The cause and date of patient's death is unknown. The user did not report any iab malfunction and the death is not attributed to the device by the facility.